Event description:
It was reported that implant was attempted on (B)(6)-2011 with a surgical paddle lead and was unsuccessful because the 2x8 lead would not lay flat in the space. The physician then placed 2 octad leads (3776) in the laminectomy space under general anesthesia. The patient received stimulation for a short time.

Event description:
Additional information received reported the anatomy of the patient could have been the problem.

Manufacturer narrative:
(B)(4). Lead model # 3998 lot # unknown implanted 2011-(B)(6) explanted 2011-(B)(6); lead model # 3776-60 lot # v609487016 implanted 2011-(B)(6) explanted unknown; lead model # 3776-60 lot # v589801036 implanted 2011-(B)(6) explanted unknown; programmer model # 37743 lot # nke161616n; recharger model # 37752 model # nka150097n.